Manufacturer narrative:
Based on the claim against the product by the customer noting that the vse instrument would not unclamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the complaint regarding the instrument not unclamping was not confirmed by failure analysis. Review of the logs showed no failures related to reported complaint. The grips opened and closed properly. No damage was found to the instrument's back end. The blade and knife cable were inspected, with no damage found. The instrument passed initialization when placed on an in-house system. The energy cable was recognized by the generator. The instrument passed the cut test and energy delivery test. The force test was also performed and passed. There were no problems detected. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. The probable root cause of the instrument not unclamping cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vse instrument found no damage or functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure on an unknown date, that when the vessel sealer extend instrument was locked down on tissue, the surgeon was unable to unclamp. The surgeon manually removed the instrument from the patient. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.